Event description:
A patient reported an issue with the insulin gauge on their pump being inaccurate. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, and the case was closed with no further action required.